Manufacturer narrative:
(B)(4). Section d4: lot number details are not received from the customer. Section d4: UDI details are not received from the customer. Section d4: expiration date not received from the customer. Section h4: manufacturing date not received from the customer. Method: the subject device, ojr412 optiflow junior 2 nasal cannula s was not returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Thus, our investigation is based on the analysis of the information, photograph(s) and description of event provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided picture revealed that one of the tubes next to the cannula tube joint was stretched. Conclusion: our investigation was unable to determine the exact cause of the reported damage to the ojr412 optiflow junior 2 nasal cannula s. Based on our knowledge of the product it is most likely that the tubing was pulled by the patient or a caregiver. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr412 optiflow junior 2 nasal cannula s show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 cannula was found damaged, causing short desaturation of the patient. No further patient consequences were reported. F&p have requested for further information regarding the reported event.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 cannula was found damaged, causing short desaturation of the patient. No further patient consequences were reported. F&p have requested for further information regarding the reported event.